Event description:
It was reported that during the procedure to treat a lesion in the right coronary artery with moderate calcification, a 2.5x28 rx mini vision stent delivery system was advanced but could not cross the lesion. A non-abbott stent was implanted to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. Return device analysis revealed the middle struts were mangled and the proximal struts were bent. Additionally, there was balloon peeling on the distal taper and proximal to the distal marker. Additional reported information indicates resistance was met and the stent delivery system was attempted to be advanced against resistance; however, no force was applied. Reportedly, the site does not remember if any resistance was felt during removal of the stent delivery system and no other information was available in regards to this incident. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. Evaluation summary: the device was returned for evaluation and noted balloon peeling. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the vision instructions for use states: should any resistance be felt at any time during either lesion access or removal of delivery system post-stent implantation, the entire system should be removed as a single unit.